Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. Evaluation revealed the ok and contrast keypad buttons were responsive, and the up and down arrow keys were intermittently unresponsive. All the buttons had normal spring back or click. During investigation, evidence of contamination was found under all keypad contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. However evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.